Manufacturer narrative:
No patient code available for loose epithelium. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) at a 2 day post-operative exam. The patient's chief complaint was that of foreign body sensation (fbs), tearing and watery eye. Although, the symptoms have been resolved, it took over a month to clear. Pre-op: bcva from (B)(6) 2016: right eye (od) pre-op 20/20, -2.00 x -1.25 x 80; left eye (os) pre-op 20/20, -2.50 x -.75 x 105. Post-op bcva from (B)(6) 2016: right eye (od) post-op 20/15, .00 x .00 x 90; left eye (os) 20/15, -.25 x -.25 x 90.